Event description:
The following information was reported to kci by the nurse: on (B)(6) 2013, the pt was being admitted to the hospital. As per pt medical records received on (B)(6) 2014, the pt's nurse left foreign material, alleged to be v.a.c dressing, in the pt's wound. On (B)(6) 2013, the pt underwent general anesthesia to remove the foreign material from an area of undermining of the skin. The physician also performed debridement of the skin as well as the underlying soft tissue in an area that was noted to have poor blood supply and was possibly necrotic. The pt resumed v.a.c therapy. No additional information is available.

Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. Dressing was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible use error.